Event description:
I have had 3 hip replacements with biomet hips, 2003, 2007 and 2010. The first was metal on metal and then a ceramic head and in 2010, I had just the cup and head replaced. I am presently having pain and problems with the latest replacement but none of my hips are supposedly on the recall list. My metal hip had chromium, cobalt and copper build up but I was told at the time, it was metal allergy and not a toxicity. However, it is charted that metal toxicity was explained to me. Biomet hip replacements 2003, 2007, and 2010. Extensive treatments and therapies in between each.